Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.